Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the sensor was giving inaccurate readings. Customer stated the sensor was giving low readings and it activated the threshold suspend feature on the insulin pump when his blood glucose was 206 mg/dl. The sensor reading was 40 mg/dl when it activated the feature. Troubleshooting was on the insulin pump. Customer is not returning the sensor for analysis.